Manufacturer narrative:
No sample was available for evaluation; therefore, the complaint is unconfirmed. No further investigation required. Event data will be trended per quality data analysis procedure.

Event description:
A peritoneal dialysis pt states she received m60 vacuum leak earlier and the cycler was wet inside when she set up again. There is no report of pt ill effect. There is no sample available for evaluation.